Event description:
It was reported that the device showed battery depletion during follow-up after nearly 3 years. The system had been programmed to high output on the ventricular channel because of high pacing thresholds on the lv (left ventricular) lead. It was explanted and tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.